Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis by a baxter customer service representative. The reporter stated that the patient is no longer on dialysis and his port was removed on (B)(6) 2012. The patient's wife stated that the patient was admitted to the hospital on (B)(6) 2012 for peritonitis. The patient was discharged (B)(6) 2012. No further information is available.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11k18015 and h11k04031 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.